Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the vns patient was expected to undergo replacement surgery due to unknown reasons. Follow-up revealed that the patient underwent generator and lead replacement surgery on (B)(6) 2014 due to high impedance. The explanting facility discarded the explanted devices; therefore, no analysis can be performed. Attempts for additional relevant information will be made.

Manufacturer narrative:
Corrected data: this MFR. Report is duplicate for MFR. Report # 1644487-2011-01116. Any additional relevant information received will be reported in MFR. Report # 1644487-2011-01116.